Event description:
The customer reported via phone call that they had a button that did not click on the insulin pump. Customer's blood glucose was unknown. The customer stated the button was functional, but did not click. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.